Event description:
It was reported that there was a lead dislodgement and lead fracture. The device was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5: describe event or problem, h6: device codes, along with any other relevant fields have been updated.

Event description:
It was reported that this lead dislodged and had a fracture. The device was explanted and replaced. There were no adverse patient effects reported.additional information was received from the field that confirms this right ventricular (rv) lead had bipolar noise and out of range impedance. In unipolar it worked as expected. During the procedure the right atrial (ra) lead had dislodged. It was noted that sinus brady was the underlying issue. Noth of these devices were successfully replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5: describe event or problem, h6: device codes, along with any other relevant fields have been updated. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments, severed approximately 650mm from the terminal end. The helix was noted to be stretched. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 250mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals and pacing impedance high out of range, were likely caused by the confirmed fracture.

Event description:
It was reported that this lead dislodged and had a fracture. The device was explanted and replaced. There were no adverse patient effects reported. Additional information was received from the field that confirms this right ventricular (rv) lead had bipolar noise and out of range impedance. In unipolar it worked as expected. During the procedure the right atrial (ra) lead had dislodged. It was noted that sinus brady was the underlying issue. Both of these devices were successfully replaced. There were no additional adverse patient effects reported.